Manufacturer narrative:
Information was received via published literature (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19891049 the device was not returned for review, therefore its condition cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. It is reported that the patient is experiencing no pain in the hip or restriction of activity, and that they are clinically asymptomatic. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that radiologic evaluation identified significant radiolucent lines six years after the index operation and subsidence of 5.8 mm. The radiolucent lines were visible around the lateral shoulder of the implant in the anteroposterior radiograph, while there was cortical thickening of the lateral femoral cortex at the tip of the implant. The patient is clinically asymptomatic.